Event description:
I was diagnosed with osteoarthritis in past couple of years before 2009. A hip replacement was performed on (B)(6) 2009 with biomet magnum taperloc hip system: 46-mm magnum shell, 40-mm magnum head, a -3 neck length and a 10-mm lateralized stem (these parts went wrong, very very wrong!). I had very severe clicking, popping, cracking, wobbling with each and every step I took, which led to very, very high levels chromium at 10.2, s/b < 1.0 and cobalt at 35.6 sb < 1.0, and metallosis occurring after waiting for a revision to be done on (B)(6) 2015. I reported problems to the surgeon over the years, (I did not wait from 2009-2015) as to physical problems of cracking, popping, clicking, etc and the pain! I finally went to my primary doctor and asked for testing to be done on the blood poisoning. I finally got my surgeon's attention as to blood results in 2013, but it still took almost 2 more years to get something done. Rumor was biomet made no mistakes! But look at how much damage to my other organs occurred? As of today's day I still don't know, wait and see, I guess? Revision surgery finally took place on (B)(6) 2015 where surgeon told me that the femoral head and sleeve had just about completely dissolved! I had nothing to keep as far as parts went. Surgeon replaced femoral head and plastic sleeve with the biomet replacement kit! (Outer shell and femoral stem stayed in). Biomet had made faulty equipment that went into my body and I'm still paying the price for that!